Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav eco catheter (model# d-1282-11-s lot#17565723l). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for premature atrial contractions (pacs) with a thermocool smarttouch bi-directional sf catheter and suffered a heart block atrioventricular third degree requiring cardiac pacemaker insertion. After mapping in the right atrium and during ablation of the earliest activation site, the septum was isolated. Physician was unable to achieve sinus rhythm and the patient went into atrioventricular block. Pacemaker was implanted. There is no information regarding extended hospitalization. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and not related to any bwi products.